Event description:
A malfunction was reported, displaying malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support arranged a replacement for the pump. The customer planned to use multiple daily injections as a backup therapy. Instructions were provided to put the pump into storage mode and to return it with a pre-paid label, both of which were acknowledged by the customer.